Manufacturer narrative:
Serial numbers: (B)(4). For 12 of the 15 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the replacement base plate for 5 units, the bag to vent switch for 1 unit, the bag to vent microswitch for 1 unit, the condenser module in the advanced breathing system in 1 unit. For 1 unit, the ventilator interface board, anesthesia control board, associated harness cables to these boards and the entire display were replaced. For 1 unit, the bellows, free breathing valve o-ring safety valve, pop off membrane, foam filter, gasket, flow sensors, anesthesia breathing system, and absorber canister were ordered to resolve the issue. For 1 unit, the micro switch assembly was adjusted to correctly align with the bag to vent switch. For 3 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced mechanical problems. 4 events were reported for malfunction of the bag mount preventing manual ventilation, 2 events reported for loss of the ability to mechanically ventilate, 2 events reported for failure to switch to mechanical ventilation when requested, 2 events reported for a failure resulting in the loss of mechanical ventilation, 1 event reported for malfunction of the adjustable pressure limit valve preventing manual ventilation, 1 event reported for malfunction preventing the selection of the desired mode of ventilation, 1 event reported for malfunction of the bag to vent switch preventing selection of the desired ventilation mode, 1 event reported for malfunction that intermittently prevented selection of mechanical ventilation, 1 event reported for mechanical ventilation did not start when the bag/vent selector was switched to vent. These reports were received from various sources. Of the 15 events, 10 did not involve patients, and 5 did involve patients. There was no patient information available.